Event description:
It was reported to covidien on (B) (6) 2009, that a customer had an issue with a peritoneal dialysis catheter adapter. The customer reports patient's adapter fell out of the peritoneal dialysis catheter. It was further reported that the parent of the patient re-connected the adapter to the catheter. Patient developed peritonitis (B) (4) 2009, and required antibiotics.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.